Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bending section damage was by application of physical stress during user handling. The damaged components of the bending section stuck into a-rubber during user handling, leading to damage of the a-rubber. The event can be detected/prevented by following the instructions for use which state: ¿IFU: urf-v3/v3r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Additional device evaluation findings were as follows: the bending cover was leaking, due to a pinhole on the bending section cover rubber, water tightness was lost, and the bending section cover rubber and bending section were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope had water leaking. The issue was observed during reprocessing after a therapeutic (ureteroscopic lithotripsy) procedure. Procedures were completed with a similar device. No delays and no reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found the metal braid inside the bending tube was protruding. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.